Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. A failure analysis is not available, and the relationship between this device, and the cause for the event is undetermined. A device history record review, product family complaint trend analysis and device evaluation are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation on july 12, 2007, that a microknife xl needle knife device was used during a stone extraction procedure in the common bile duct of a female patient. According to the complainant, the device was being used, at a standard power setting ("endocut 50 watt"), to cut the patient's sphincter, when the cutting needle broke and "drop[ped] down on the patient's intestine." The physician reportedly used biopsy forceps (unknown manufacturer and device name) to remove the needle fragment. The procedure was successfully completed with a second microknife xl needle knife device. No patient complications were reported as a result of the device malfunction.